Event description:
It was reported that the device has missing pin inside connector. The device evaluation revealed a peeled downstream occlusion sensor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Functional and visual testing were performed. Customer problem was duplicated. The downstream occlusion sensor was also found to be peeling. The root cause is a damage caused by mishandling. The rdc connector was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.